Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1910279 - MDR 3003442380-2024-13707 - device 2 of 5.